Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting intermittent pacing and abnormal impedance levels while the patient was in the recovery room. The patient was returned to the operating room and an invasive procedure was performed. The ventricular lead, model 4285, serial number 226361, was repositioned and reinserted into the ipg and the issue was resolved.